Manufacturer narrative:
.

Event description:
It was reported that during a lap rectum procedure, two devices cut, but did not staple completely. Another device was used to complete the procedure. There was no pt consequence.